Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had no power. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 21-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was completely off and unusable. A field service engineer (fse) isolated the power issue by first unplugging all external pyxibus cables from the main unit and powering it on, which failed. The fse then disconnected all cables inside the electronic compartment, and the power supply turned on when fully isolated. After reconnecting the internal electronic drawer cables, the unit again failed to power on. The fse unplugged the pyxibus cables to the communication sled, and the device powered on, leading to isolation of the fault to a specific drawer. Further testing identified drawer 2.1 as the source of the short, and the fse resolved the issue by replacing the controller board. The system functioned as intended after the field service engineer repaired the device.